Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the chunk of plastic missing between the reservoir and battery compartment. The customer¿s blood glucose level was unknown. The customer also stated that the location of damage was on top of pump between the reservoir and battery compartment. Troubleshooting was performed for damage and noticed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.